Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. (B)(4). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the 6fr angio-seal device was placed to seal the arteriotomy after a cerebral angiography through the right femoral artery. The part containing the actual angio-seal anchor and collagen plug was inserted in the angio-seal introducer and there was more resistance than usual. Both parts clicked together nicely and seemed to function as intended. The clicks in connection with the device insertion were functioning as intended and everything seemed to work normally. When the device was supposed to be pulled backwards to expose the tamper tube, the device was stuck in the vessel. It was not possible to pull back the device or to pull out the angio-seal parts, the anchor, collagen or sutures, and it felt as if the parts were stuck in the delivery system. The whole system/device had to be taken out by open surgery. There was minor harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. H6 - results - 3211 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal vip device was received for product evaluation. The hemostasis heath was returned mated with the carrier tube assembly. No accessory components were returned for evaluation. Visual inspection revealed that the hemostasis sheath was mated with the carrier tube assembly and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was exposed and posted at an appropriate angle at the distal tip of the hemostasis sheath. There was slight slack present in the suture. There was no deformation to the anchor noted. No other visual anomalies were noted. Functional testing was performed, and digital pressure was applied to the posted anchor and the tamping tube and collagen deployed as intended. There were no functional anomalies noted. Dimensional testing was performed, and the od of the tamper tube was measured to be 0.060'' which was within the specification of 0.060 +/-0.002. The measurement was within the manufacturer specifications. IFU states: "once the anchor has been deployed correctly, and the device cap has been locked into the rear position, slowly and carefully withdraw the device/sheath assembly along the angle of the puncture tract to position the anchor against the vessel wall." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 25jun2020. The size of the hole for the procedure was a 6fr.